Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 5th day, ongoing) and amikacin injection (100mg, intraperitoneal, once daily, ongoing) for peritonitis. Pd therapy was ongoing. On an unknown date, the patient was recovered from the events and was discharged from the hospital. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.